Event description:
Report received indicated that physician found one filter strut fractured and separated. The optease filter was explanted 108 days post procedure. There is no pt injury. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.